Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was not registered as open or close and the scanner had also intermittently failed. The field service engineer (fse) found that the drawer was opening but not closing, so replaced the position sensor and the scanner to resolve the issue. The fse also ran the hardware test application test and had the customer to test and verify the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 was not registered as open or close and the scanner had also intermittently failed. The customer stated that this malfunction caused a delay while dispensing medications to the patient and the user managed to get medications from another unit. However, there were no adverse events or injuries reported based on this incident.